Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'air in line' which was unable to be recreated during evaluation. A review of the event history log identified the multiple presence of 'air in line!' Messages. The cause was determined to be a damaged ultrasonic sensor tail. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. There was no patient involvement. No additional information is available.